Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive hepatitis b virus surface antigen (hbsag) results generated by unicel dxi 800 access immunoassay analyzer for one patient. Subsequent testing on the same instrument and by an alternate method produced negative results. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were centrifuged at 3000g for five minutes at 18ºc. Qc had been within the established ranges. The results of system check were acceptable. There is no indication that a service was dispatched for this event. A clear root cause for this event has not been determined to date.